Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast tissue is hypoechoic and hypersensitive, due to a mild inflammatory process...pericapsular fluid with the appearance of transudate".

Event description:
Healthcare professional reported "breast tissue is hypoechoic and hypersensitive, due to a mild inflammatory process...pericapsular fluid with the appearance of transudate" against right side device. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.